Event description:
On (B)(6) 2010 the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is giving inaccurate high reading of "150 mg/dl" compared to normal results/feeling. The patient's diabetes is managed with a combination of oral medication and insulin. On (B)(6) 2010 at 6:30 pm, the patient reportedly increased her insulin based on the alleged high reading. Sometime later that evening, the patient developed symptoms described as "itching, rigid, nervous, sleepy," and subsequently "passed out." A glucose reading of "21 mg/dl" was obtained on the paramedic's meter upon the arrival of the emergency medical service. The patient claimed she was treated with "a shot of something." She was not taken to the hospital on the night of concern. In the morning, the patient went to her doctor's office where her insulin regimen reportedly was increased. According to the troubleshooting, the patient did not have any control solution to perform a quality test. This complaint is being reported because the patient claimed she passed out after she took insulin based on an alleged inaccurate high reading obtained on the lfs meter. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.